Manufacturer narrative:
MDR 3003442380-2024-02825 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced skin issue with three infusion set at product insertion site. Patient reported red swollen and itchy symptoms with skin at insertion site. Patient had visited emergency room and admitted to hospital. No further information available.